Manufacturer narrative:
The sensor was successfully removed during second removal attempt made on (B)(6) 2025. B4.date of this report 20 may 2025. D6b.explanted date updated 17 may 2025. G3.date received by the manufacturer? 17 may 2025. H6. Health effect - clinical code updated to 4582. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4311.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 2, 2024, senseonics was made aware of an incident where user reported a filed sensor removal attempt and the procedure took around an hour and a half and the user was told that the sensor couldn't be removed because of scar tissue.